Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to motorcycle accident. The insulin pump was destroyed. The blood glucose reading is 490 mg/dl. Nothing further reported.